Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Joystick won't shut off unless the joystick is unhooked from the connector.